Event description:
Information was received from a trial patient. It was reported that when the patient bends or suddenly leans back, they got surges of stimulation that were super strong. The patient stated that it was not painful, but it scared them. The patient stated that it was fine for their foot and leg. This was sudden on (B)(6) 2016.